Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of metal debris coming out of the handpiece was duplicated. Based on the investigation details, the likely cause was problems with corrosion. The driveshaft, gear train, rotor, bearings, and motor were each replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that metal debris came out of the handpiece at the manufacturer repair center. This did not occur during a surgical procedure, and there was no patient involvement. There were no adverse consequences reported as a result of this event.